Event description:
Customer reported a difference in concentration values between performing manual vs. Automated dilutions. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.